Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hemopro2 extension cable had been attached to the hpii device during the case. Once the case was complete, the nurse had tried to remove it and it was very difficult. Once she had finally removed it, the attachment was in two pieces that were not able to be put back together.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6 , h11. Corrected section: h6 - health effect ¿ impact codes. The device was returned to the factory for evaluation on 04/09/2025. An investigation was conducted on 04/09/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cable was observed to be intact. One connector end was observed to be intact. The other connector end was observed to be detached from the cable, exposing the inner contents of the connector end. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "connection problem" and "break" were confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.